Manufacturer narrative:
(B)(4). The cassette was not returned and a device analysis could not be completed. Improper bag/line set-up is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had improperly set up their bags and initiated therapy on the homechoice device. The patient was connected to the device at the time of the event. During troubleshooting, it was noted that the patient had connected a 2l bag to a 6l line and connected a 6l bag to a 2l line. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.